Event description:
During an atrioventricular nodal reentrant tachycardia procedure, there were no ECG signals visible and the procedure was cancelled.

Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received by abbott, the cause of the reported signal issue and subsequent cancellation remains unknown.